Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 05/24/2012 with the following findings: during evaluation the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Contamination was observed on the force sensor assembly. During evaluation the pump was able to detect the cartridge during the load cartridge step. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: 2531779-03/24/2010-003-r. (B)(6).